Manufacturer narrative:
Submit date:(B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a hypodermic needle. The customer states the needles break from the hub.

Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There were no processes or material changes related to the reported condition for this product. No issues were found while reviewing process monitoring data. A review of the machine setup was conducted and there were no issues. The training for the associate who performed the crimp jaw setup was current. The machine was observed in its current condition and was deemed to be operating within the scope of the validation. There were no samples submitted with this complaint. The reported condition could not be confirmed. Complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. The most likely root cause of the issue reported by the customer is improper use of the product. (B)(4) series are human use needles. Veterinary series needles ((B)(4)) have hubs made from a specially engineered alloy that is resistant to detached cannula under veterinary conditions. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples from all needle lots are tested for cannula to hub pull forces. The lot met all defined acceptance requirements and was released. Based on the information available and the investigation findings, a corrective and preventive action is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.